Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00089.

Event description:
Allegedly, prodense 15cc cured before syringe could be filled. I mixed the prodense for no more than 30 second w/o the vacuum and the prodense started to set very fast before we could get all the graft out of the mixing tube. The tech struggled to push out the remaining graft. The or was average room temperature. We opened a 10cc prodense and the same thing happened. The doctor was able to inject approximately 7-10cc of prodense into the femoral head and canal. Implant site: femoral head/back up used and manually removed prodense.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.